Event description:
This report is being filed after the review of the following journal article: yan c., et al (2021) comparison of the effectiveness of femoral neck system and cannulate compression screw in treatment of femoral neck fracture in young and middle-aged patients, chinese journal of reparative and reconstructive surgery vol. 35, no. 10, pages 1-7 (china). This retrospective study aims to compare the clinical data of young and middle-aged patients with femoral neck fracture treated with a femoral neck system (fns) and with those with cannulated compression screw (ccs), in the same period, in order to provide a basis for the options for treatment of young and middle-aged patients with a femoral neck fracture. From january 2018 to september 2020, 82 patients complying with the inclusion criteria were included in the study. They were divided according to different surgical techniques into the fns group (24 patients), 10 males and 14 females, age 52 (47, 63 years), and the ccs group (58 patients), 38 males and 20 females, age 49 (47, 56 years). During fixation in the fns group, the fns screw plate system (synthes, USA ) was selected for implantation. For the ccs group, fixation was done using 3 parallel ccss (synthes, USA) that were inserted in the shape of an inverted chinese character into the femoral neck. The incision was sutured and closed subcutaneously using 4-0 absorbable mersilene suture (johnson & johnson, USA). The patients in the ccs group were followed up for 6-18 months, with an average of 13.6 months; and the patients in the of fns group were followed up for 3-12 months, with an average of 7.3 months. The following complications were reported as follows: ccs group: 2 cases of osteonecrosis of femoral head, 1 case of bone nonunion, 13 cases of femoral neck shortening, 3 patients underwent secondary artificial hip arthroplasty due to bone nonunion and osteonecrosis of femoral head, fracture healing time in the fns group were shorter than those in the ccs group . Fns group: 2 cases of femoral neck shortening, this report is for an unknown synthes cannulated compression screw (ccs) and unknown synthes femoral neck system (fns).

Manufacturer narrative:
Brand name, common device name, manufacturer name, city and state, lot #, PMA/510k: this report is for an unknown device/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Lot #, MFR site, device manufature date: the lot number was unknown. Therefore, the expiration date and device manufacture date were unknown. Device evaluated by MFR, device manufacture date: without a lot number the device history records review could not be completed. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.